Event description:
User facility reported an infection following a novasure endometrial ablation. During follow-up on 05/28/2009, the physician reported the novasure procedure was performed in 2009. The patient presented with a fever (degree unknown) and pain 24 hours post novasure and was admitted to the hospital with "endometritis". Treatment included the intravenous (IV) antibiotics augmentin (amoxicillin and clavulanate potassium) and flagyl (metronidazole hydrochloride). The patient was discharged home three days later. Additionally, the physician reported the patient has been seen on follow-up and is doing well.

Manufacturer narrative:
Device history record (DHR) and sterile lot records review could not be conducted for the disposable device, as a lot number was not provided by the complaint. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.